Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the air dermatome hose had a leak. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On may 24, 2018, it was reported that the hose had a leak. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was april 12, 2018 where it was reported that the device was being added to the loaner pool and the bearings were replaced. This is not a related issue. Product review of the air dermatome on june 9, 2018 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. There was no leak found in the hose. Repair of the air dermatome was performed by zimmer biomet surgical on june 9, 2018 which included replacement of the bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during product review there was no leak found and the calibration was out of specifications at the zero setting only. The root cause of the reported event could not be specifically determined with the information that was provided since during product review there was no leak found. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.